Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2009 due to deep infection from an unknown origin. The modular head was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction."